Event description:
It was reported that the patient was recently implanted and was recovering well on the stepdown unit. The patient was extubated on pod (post-operative day) 0. On (B)(6) 2025, at about 15:30 patient had new altered mental status (ams). Narcan was administered since the patient had recently been given oxycodone. Shortly thereafter, the patient began having agonal breathing and low flow alarms with heart rate in the 40s and was stat called. The patient coded on (B)(6) 2025 at 15:51. The permanent pacemaker (ppm) lost capture with rates 0-40. Cardiopulmonary resuscitation (CPR) was initiated. A head computed tomography (CT) showed several acute infarctions in a watershed territory. Bedside ventricular assist device (vad) interrogation was unrevealing. Log files were sent for review. The event log captured routine events. The vad and peripheral equipment appeared to be functioning as intended. No low flow alarms noted in the event log. The periodic log captured a dip in flow values and a low flow event back on (B)(6) 2025 at 21:14 with flow noted at 2.3 liters per minute (lpm). Care was withdrawn due to devastating cerebrovascular accident (cva) noted on (B)(6) 2025 and the patient passed peacefully that evening.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The submitted controller periodic log file captured a low flow alarm at 21:14:24 on (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed throughout all of the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, stroke, and cardiac arrhythmia. Section 6 of the IFU, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.